Event description:
It was reported that after the new device was implanted, the right ventricular (rv) lead was not pacing and measured >9999 ohms bipolar impedance. A chest xray was obtained revealing potential shallow lead pin insertion into the new device header block. The patient was taken back to the operating room, the lead was disconnected and re-inserted into the header with good visible insertion noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).